Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected heating up of battery, battery tube was noted. No traces of heating up including burns, electrical shorts or heat damage components was noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer treated with insulin pump. Customer will return device for analysis.